Manufacturer narrative:
A complete analysis and testing of 1 opened and used sensor perform the continuity resistance test and found the sensor failed per specifications.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 38 mg/dl, which was treated with food and juice. The customer stated that the insulin pump was not communicating with the transmitter. The insulin pump alarmed lost sensor, and the customer proceeded to troubleshoot for the issue. The customer was advised that the sensor could take up to 2 hours to wet. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.